Event description:
It was reported that the pump voltage was stuck. No patient injury was reported.

Manufacturer narrative:
D5: operator of device is unknown. E4: customer reported to FDA is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. The downstream occlusion sensor was found stuck and nonreactive giving a cassette not attached properly error alarm. The root cause of the reported issue was found to be a defective sensor. Actions were taken to mitigate the reported issue: replaced the downstream occlusion sensor.